Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the unit alarmed and lost the ability to mechanically ventilate. The sensor interface board was recommended for replacement, the hospital rejected the repair.

Event description:
The hospital reported the unit was not operating as expected. There was no report of patient involvement.